Event description:
Healthcare professional reported "evaluation suggestive of capsular contracture, presenting with pain, breast hardening, rippling, and asymmetry", "small residual calcified granuloma in the lung", "prosthesis shows slight contour irregularities", "implant with lobulated contours noting apparent discontinuity of the implant capsule", "cystoid formations suggestive of free silicone" and "findings suggestive of implant rupture" diagnosed via ultrasound and CT. Later healthcare professional reported "there isn't confirmation of rupture, however, when looking into the symptom, it all indicates that the patient can be, indeed, with rupture", "regarding the granuloma, there isn't any previous history" and "upon palpation was suggestive of a grade iii contracture". Patient was prescribed with montelukast. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and rupture.